Event description:
It was reported that prior to starting a da vinci-assisted adrenalectomy surgical procedure, the system powered on displaying errors 41081, 319, and 31089. Prior troubleshooting by restarting the system several times did not resolve the issue. A technical support engineer (tse) guided the staff through a hard power cycle on all carts and reseating all blue fiber cables, but the errors persisted. System logs showed that console 1 was generating communication errors from the common compute controller (ccc) to the viewer. The tse instructed the staff to disconnect console 1, and the system was then restarted as a single console setup, powering on normally. The customer proceeded as planned. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse contacted the isi representative and was updated that they were able to plug the console in, it powered up normally, and they used it for three cases that day. Ithe fse checked the error logs and noted 307 errors present. 319 and 307 errors were identified pointing to the common compute controller (ccc). The fse replaced the console ccc. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The console ccc was returned for failure analysis and the reported issue was confirmed and replicated. In the field error logs, errors 319 and 307 were found indicating the fault had occurred in the field. Visual inspection found no issue to be related to the event. The unit was installed onto a known good in-house system and the system could not power on completely. The unit was tested on the bench programming station and was determined to be bricked. As a result of these findings, failure analysis was able to conclude that the root cause of the issue is a bricked ccc. Failure analysis performed unbricking and installed unit back to system and system was able to power on normally with no errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.